Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that their therapy was not working. Patient said that they were peeing their pants. Patients said that they had used all the programs and adjusted the amplitude but it still not working. Patient said they went all of them a year. Patient said that at first it was working great and went into the clinic to adjust the settings and said it would stimulate every 30 minutes. Patient said that the device is not with them and confirmed they know how to do it it's just they don't know where to begin and asking if what program and level they should start. Agent advised the patient that we cannot provide specific program and level that they can start with. Agent advised the patient to call back once they have the external device. Patient was redirect to their doctor.